Manufacturer narrative:
An event regarding pack damage involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as neither product nor packaging were returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and return of the packaging and the device are needed to fully investigate the event. If further information becomes available or the product/ packaging is returned, this investigation will be re-opened.

Event description:
It was reported that the blister package broke when striped was opened. Another baseplate was opened without incident.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the blister package broke when striped was opened. Another baseplate was opened without incident.